Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the pump¿s battery life was shorter than expected by the user. It was noted that the pump battery compartment was cracked with moisture visible in the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/23/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2015 with the following findings: a review of the device history indicated multiple alarms with code 128. The battery compartment was found to be cracked from the thread area to case seal. The battery cap was unable to fully tighten to the pump. There was evidence of moisture contamination visible inside the battery compartment. The current draws were within specifications. No cs 128 alarms occurred during testing. A leak test was performed and showed a leak at the battery compartment crack. The pump case was removed; there was evidence of moisture contamination observed on the internal components of the pump. The battery life issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.